Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The sample was labeled for single use. H10: g4 h11: b5, d1, d2 (type of device), d4 (corporate lot number, product catalog no, UDI no), h2 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that 0601620, port and catheter accessories, allegedly experience material perforation. This report was received from a single source. This event involved a patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was returned and the investigation is confirmed for the hole in external catheter issue. The definitive root cause could not be determined based upon available information. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that 0601620, port and catheter accessories, allegedly experience material perforation. This report was received from a single source. This event involved a patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown broviac catheter allegedly experience material perforation. This report was received from a single source. This event involved a patient with no patient consequences. Age, weight, and gender were not provided for the patient.